Event description:
Leica biosystems received a complaint regarding sub optimal processing of small dermatological samples including shave biopsies from a four hour protocol comprising 176 cassettes, which completed in retort a on (B)(6) 2014. The tissue samples involved were described by the complainant as "brittle" following processing. On (B)(6) 2015, leica biosystems received info that a diagnosis could not be rendered for 14 cases. Further info as to whether re-biopsy had been performed for any pts for whom a diagnosis could not be rendered was sought from the complainant. The age, gender and identifier for any re-biopsied pts were also requested. On (B)(6) 2015, leica biosystems received info that re biopsy fo six pts was required. The age, gender, and identifier for each of the re-biopsied pts were provided. Refer to MFR report # 8020030-2015-00003, 8020030-2015-00002, 8020030-2015-00005, 8020030-2015-00006, and 8020030-2015-00007 for specific details of other pts involved.